Event description:
The customer reported a faulty safety device and stated that when you went to close the safety clip it either bent the needle or the clip did not click into place leaving the needle exposed resulting in a needle stick. Blood work was done on the patient and employee involved per their protocol.